Event description:
Found piv [peripheral IV] extensions set to be leaking. When removed there is a visible crack on equipment. Blood and fluid that was running was leaking out onto sheets. Manufacturer response for piv extension set, (brand not provided) (per site reporter). Yes, they were made aware on [date redacted]. Currently awaiting manufacturer response.